Event description:
A monopolar electro-surgical cable was in use during a laparoscopic procedure. When power was applied, the cable began to burn near the pt end. The cable then sparked and burned into two pieces. Spark from cable separation set the patient drape on fire, and patient sustained a 5mm burn on their torso. Consequence to patient, none. The cable was changed and the case was completed. No other injury or complication was reported.